Event description:
It was reported that during patient treatment, the unit displayed error and stopped pumping. The unit was powered off and on but the alarm would not reset. Cycled power 3 times, unable to reset alarm. Patient was moved to back up console. No reported patient effect. (B)(4). Reference MFR # 8010762-2015-00764.